Event description:
The consumer reported that the patient was having difficulty charging the implantable neurostimulator (ins). The belt did not help. The patient had to put a bottle of medication or a tube of medicine to hold the paddle. She had been doing this for a year and it would hurt her back to do this and it was very uncomfortable, but she had to do this in order to charge the ins. When she got up to walk around to feel it or put her head back to where she could feel it, it felt like the ins was not charged. It was also noted that the belt was not working. She was also not trained correctly on how to use the device and no one never really went out of their way to show her a demonstration on how to charge, and she had to figure it out on her own. It was noted that when she was desperate in the hospital, and there was a man and a woman that showed the patient's family to recharge, because the patient was very groggy. They told them all they had to do was put the paddle back there and put the belt around, but it never worked that way. Additional information received reported that the patient was still having concerns regarding the device/therapy, and she did not seek further help. For some reason, it hurt when the patient would "press to charge." It was also noted that the adhesive pads did not work. The patient continued to put a bottle of medication or a tube of medicine to hold the paddle in place during recharge, however, it is unclear why it was hurting during recharge. It was further reported by the consumer and healthcare provider (hcp) that the implantable neurostimulator recharger (insr) was not charging. The connector pin came out completely. It would not go back in when the patient tried to insert it back in the insr. It was also reported that the patient was charging more than expected. Since implant, she thought it was taking too long to charge the implantable neurostimulator (ins). The patient had back surgery and she could not lay for 14 hours to charge the ins. Instead, she would charge a little bit every day so that it would not go low. Otherwise, it would torture her back lying and charging for so long. When she charges, she put it above 70. It was noted that she gets coupling bars. The patient had an appointment with her hcp the friday following this report. The ac adaptor had the connector broken off. Additional information received reported that the rubber inside the connector was torn and the device was no longer working. Follow-up determined that the patient was able to demonstrate effective recharging. It was unknown if the recharging frequency matched the patient's settings and the cause was not determined. The patient was noted to have recovered without permanent impairment. Additional information received from the consumer reported every time the patient recharged, the bars constantly changed even if she did not move. So to verify it, the patient used the antenna locate feature and tried to make sure the antenna locate read 70. There was a difficulty in maintaining coupling. The patient had seen a manufacturer's representative (rep) and hcp for this issue. However, the patient said she was told everything looked fine. But the patient continued to have issues recharging, so she never fully recharged the ins. The patient only did little chunks of time because the belt did not work and she had to lay flat on her back with something against the ins. If the patient stayed in that position too long, her back hurt. The patient had to press her thumb against the ins to keep it in place. Relevant medical history included rsd, causalgia complex regional pain syndrome, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.